Event description:
It was reported that the patient presented for a follow-up in clinic. I was noted that the right atrial (ra) lead was far r-wave over-sensing. The patient was asymptomatic. No changes were made and the patient left in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. I was noted that the right atrial (ra) lead was far r-wave over-sensing. The patient was asymptomatic. No changes were made and the patient left in stable condition.